Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. F/g,promus element,mr,ous 2.75x16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The mid-section and proximal end of the stent was damaged and stretched in a proximal direction over the proximal marker band. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03jan2020. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 15mm in length target lesion with a bend of <=45 degrees was located in the mildly tortuous and severely calcified 2.75mm in diameter left anterior descending artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. Another 2.75x16mm promus element stent was advanced, but still could not cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.